Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's wife reported via phone call low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Troubleshooting for the low blood glucose levels was performed. Customer's wife advised customer has been disconnected from the insulin pump since being admitted to the hospital. Customer's insulin pump was disconnected by hospital staff. Customer's wife advised they are not sure if the bolus wizard settings are programmed accurately. The device did not pass the high pressure test and there was no delivery. Customer's current blood glucose level was 269 mg/dl. Customer was given glucose when they paramedics arrived. Customer's wife advised customer has only had high blood glucose levels maybe 3 times since they have been married.